Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. Visual inspection observed that the set was separated at the engagement between the drip chamber and tubing components. Evidence that the tubing was inserted into the drip chamber end at some time prior was noted due to slight tubing expansion. Further visual inspection under magnification of both the separated tubing end and separated drip chamber end revealed no evidence of solvent applied on either. No other issues were observed with the rest of the set; dimensional testing of the tubing found it to be within specification. No functional testing was performed due to the obvious separation. The proximate cause is considered to be the lack of bonding solvent applied at the junction however root cause of the tubing separation was not identified.

Event description:
The customer reported that as the nurse was unclamping the roller clamp on the secondary line which had normal saline in it, the tubing disconnected at the "chamber", presumed to mean the drip chamber. There was no harm to the patient.